Event description:
A valiant captivia stent graft system was implanted in zone 3 for the endovascular treatment of a 62 mm diameter thoracic aortic aneurysm. The diameter of proximal aortic neck was 34 mm, length of proximal neck was 37 mm, diameter of distal aortic neck was 35 mm, length of distal neck was 28 mm and minimum diameter of main access vessel was 9 mm. Shape of proximal and distal neck was parallel sides. Adverse event was reported that the patient suffered from vessel rupture/dissection during the procedure. An ilio-femoral bypass was performed at the time of the procedure for the iliac access dissection. Event resolved and the patient recovered on the same day. The investigator assessment states that the event is not device related, but is related to the procedure. Adverse event was also reported that the patient suffered from unstable angina one day post index procedure. There was evidence of av block iii degree in the evening of the procedure with rhythm disease. Coronarography with coronaric endoprosthesis was performed. The event resolved and the patient recovered on the same day. The investigator assessment states that the event is not related to the device or procedure. Adverse event was also reported that the patient suffered from cerebrovascular accident (cva) ¿ stroke. The patient had evidence of cognitive diseases, following cardiogenic shock and high output syndrome. Medication was given. The event resolved and the patient recovered. The investigator assessment states that the event is not related to the device or procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient suffered from renal insufficiency. The investigator assessed this event as not device but procedure related. The patient was given medication and the event resolved. No additional clinical sequelae were reported and the patient is fine.